Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable would not turn on the pump. Customer was able to power the pump on using an alternate usb cable. Customer's blood glucose level was not impacted.